Manufacturer narrative:
(B)(4). G2: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip arthroplasty on an unknown date. Subsequently, patient was revised due to a dislocation. The dual mobility bearing and head was removed and a longer head implanted. No further event information available at the time of this report.